Event description:
Patient experienced loss of restriction, subsequently determined to be related to tubing break. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.